Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and received no delivery alarm. The customer blood glucose level was 302 mg/dl at the time of incident customer treated with insulin pump (subcutaneous insulin infusion). Customer stated got a no delivery after the fact due to tubing being pinched by clip and now says tapes tubing so it wont get snagged on clip. Troubleshooting was assisted. The product will not be returned for analysis.